Event description:
Customer reported via phone call to have high blood glucose of 563 mg/dl, which was treated. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, customer reported to have air bubbles in reservoir. Customer was assisted in removing air bubbles. Insulin pump passed the high pressure test. Customer was advised to change infusion set, reservoir and insulin and to contact healthcare professional regarding unexplained high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.